Manufacturer narrative:
Clinical investigation: there is a possible temporal relationship between the patient events of hypoglycemia and loss of consciousness with subsequent septic shock, cardiac arrest and death and pd therapy on the liberty select cycler, however, it is unknown if the patient was in treatment at the time of the initial event. The patient¿s diabetes mellitus most likely was a causal factor in the hypoglycemia and loss of consciousness. It is unknown if the patient is compliant with medications and diet for the diabetes. It is unknown how the patient became septic or if he had any pre-existing comorbidities that could have contributed to the cardiopulmonary arrest. Based on available information, a cause of the adverse events cannot be determined. Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis nurse (pdrn) reported that the patient was hospitalized on (B)(6) 2018 for hypoglycemia and loss of consciousness. The patient is a diabetic. The patient recovered from the event, but later expired on (B)(6) 2018 due to septic shock and cardiac arrest. Per peritoneal dialysis (pd) clinic response it was stated that the patient went into cardiopulmonary arrest and was a do not resuscitate status. The patient was not actively completing dialysis at the time of the event. No additional information was provided. It is unknown if the patient was in active treatment during the initial event of hypoglycemia and loss of consciousness. Hospital course is unknown. Per the pdrn, the events were not related to pd therapy.